Manufacturer narrative:
Foreign is checked as a source because the patient resides in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a foreign patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had worsening pain after recent replacement of a pump, so a total revision of the system was done to continue therapy. It was reported the event was observed in (B)(6) 2019. The patient also reported experiencing headaches. The worsening pain was also described as pelvic pain. No external/environmental/patient factors that may have caused or contributed to the event were identified. A cisternogram appeared to show medication in the intrathecal space but may have been less than expected. There was partial improvement in the headaches and the pain improved. No further complications were reported or anticipated.